Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported receiving the error message "check input unit battery" on a main unit (cu-151) when they dock this bedside monitor (bsm-1733, sn: (B)(6) ). The bsm-1733 would not stay powered when it was undocked from the main unit despite using a new charged battery. They replaced the bsm-1733 with another one and they did not receive the error message. Not in patient use. Investigation summary: the evaluation of the returned device (bsm-1733, sn: (B)(6) ) shows that this complaint is confirmed. The root cause of the reported issue is due to power board failure. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/26/2025 emailed the bme for the remaining information in the ni list above: no reply was received. Attempt # 2: 11/26/2025 called the bme for the remaining information in the ni list above: the bme said they did not have the serial number of the cu-151r that the reported device was docked to. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bsm: model #: cu-151r serial #: ni unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported receiving the error message "check input unit battery" on a main unit when they dock this bedside monitor (bsm-1733). The bsm-1733 would not stay powered when it was undocked from the main unit despite using a new charged battery. Not in patient use.